Manufacturer narrative:
The material number has been updated. The batch number has also been provided on the returned pouch. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate. The material number has been updated. The batch number has also been provided on the returned pouch. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate.